Event description:
A report was received that stated a nurse received a needle stick. The nurse stated that the difficulty was encountered removing the needle from the package and drawing up medication. Due to this difficulty and the size of the needle, the nurse experienced a clean needle stick. The device was discarded and is not available for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.